Event description:
It was reported during an acu-loc 2 removal procedure, the driver tip broke. The surgeon had to "puncture" the screw head to remove the plate, and the screw tip was left in the patient. This report is related to report number 3025141-2022-00367 for the screw involved in this event.

Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 stick fit hexalobe driver (confirmed part number 80-0759, batch number 539523) was examined visually under magnification. The driver and broken driver tip were provided for investigation. There appeared to be some orange discoloration and discoloration near the laser marking. Both ends exhibited a torsional, oblique fast fracture, which occurred after the rounded portion of the tip. The broken tip portion measured 0.129 inches long and the driver measured 3.367 inches long. These values could not be added together to get full length since the oblique nature of the fracture caused one longitudinal piece of the part to break on each side. They would need to be aligned exactly in order to determine the full length. It is uncertain how much of the driver tip was actually inserted into the screw, so engagement could nott be discerned. The reported event stated this failure occurred during removal. The removal brochure (spf10-00-c) is very specific about removal techniques. If ossification between the titanium and bone has occurred and removal with the driver causes resistance, then the next option, an easyout, is recommended. In addition, the screw head hex portion needs to be cleared out for proper insertion depth of the hexalobe driver's tip. Functional testing could not be performed due to the aforementioned damage. The reported screw was not returned for evaluation.based on the information received and the investigation performed, the root cause could not be determined.